Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph from the customer in support of this investigation. An evaluation of the photo revealed a glass chip in the tube. Additionally, 100 retention samples from the bd inventory were visually inspected, and no glass foreign matter was found. Bd was able to confirm the customer¿s indicated failure mode with the photograph provided. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tubes, the device experienced glass breakage during use. The following information was provided by the initial reporter. The customer stated: glass shards in the tube.

Event description:
It was reported when using the bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tubes, the device experienced glass breakage during use. The following information was provided by the initial reporter. The customer stated: glass shards in the tube.

Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.